Event description:
It was reported that a patient underwent an inguinal surgery on (B)(6) 2014 and suture was used. When the doctor made the first passage through the patient's subdermal tissue, there was some difficulty in passing the needle through. When the surgeon checked the needle, the tip was gone. An x-ray was taken to search for the missing piece, but it was not found. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2014. Conclusion : actual sample was returned for evaluation. Microscopic evaluation was performed and the needle was found to have the point sheared off during the manufacturing process.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional information was received that indicates this event does not meet serious injury or malfunction reporting criteria. This event therefore is not reportable.